Manufacturer narrative:
Functional evaluation on the returned controller provided the same results of alarm sounding and a displayed error message, as was detailed in the user complaint. Further inspection revealed an electronic component had failed on the board inside the controller. This failure caused the error message and prevented any voltage output to wand in order to protect the user, patient, and subject controller from excessive power delivery. The root cause for this event was determined to be an electronic component failure within the device. Potential factors unrelated to the manufacture or design of the device which could have contributed to the reported event include: 1. A power surge to the subject controller at the customer's facility, resulting in an unexpected premature failure of an electronic component on the board inside the subject unit. 2. An issue with the wand the customer was using at the time of this complaint event, which was not returned to smith and nephew for analysis. 3. Using an improper power cord or improper extension cord, or a loose power connection at the customer's facility. 4. A power spike caused by a wand short or the wand striking a conductive surface with the electrode. A review of the manufacturing records for non-conformances and deviations indicates the subject controller met manufacturing specification when released for distribution.

Event description:
It was reported that during a procedure using a quantum 2 controller, the unit gave an error code upon wand activation. The surgeon opted to complete the procedure using a competitive device. There were no significant delays or patient complications reported as a result of this event.